Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 434 mg/dl. The customer was assisted with troubleshooting. Customer already deleted the transmitter from the insulin pump due to communication issue trying to resolve it by herself but still did not find it. Auto mode would not have been active at time of event due to communication issues. The insulin pump will not be returned for analysis.